Manufacturer narrative:
E1 initial reporter phone number- (B)(6) . Date of event is estimated.

Event description:
It was reported that patients lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein lead was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.